Event description:
Hcp reports "pt is convinced device is not helping them and causing harm, feels that they want to have their device removed." Follow-up with hcp revealed pt complained 3 days after implant - called and demanded device removal. Pt complaints included pain at ipg implant site and constipation since test stimulation in 2001. Pt has refused to use device in 2002. Pt treated with laxatives and vicodan at pt request. Ultrasoud revealed no fluid around the ipg. Multiple programming changes were unsuccessful. Pt has been scheduled for staged implant removal.